Event description:
I've had a persistent cough and excessive sinus mucus for probably 2 years and I believe it may be due to my respironic dreamstation CPAP use. Additionally, I have recurring bouts of gout with inflammation in various body location (wrist, ankles, eyes). FDA safety report ID# (B)(4).